Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist.

Event description:
(B)(4). - the dentist reported that 1 year and 11 months after dental implant was installed in intraoral region 30#, its loss of osseointegration was observed. In addition, the patient presented bone type I, 80ncm of primary stability was achieved, fenestration occurred during surgery, and immediate implant was performed.